Manufacturer narrative:
Analysis cannot be performed and root cause cannot be identified. No lenses were returned for evaluation. The association between coopervision lenses and the event is unconfirmed.

Event description:
Patient alleges to have experienced redness, pain, discomfort and blurry vision in both eyes (ou). Patient also alleges that visual acuity was diminished for a period of time. The patient sought emergency medical treatment at the local hospital and was then transferred to an eye trauma center. This event is being reported in an abundance of caution due to incomplete diagnosis, lack of medical information, and unknown resolution.